Manufacturer narrative:
(B)(4). Additional information: the device and reload were held in risk management at the account and will not be returned.

Event description:
It was reported that during a whipple procedure, with the device and an unknown reload, there were multiple unformed staples after the firing was completed. There is no more information available at this time. The procedure was complete. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Only 3 partially formed staples were received. Event could not be confirmed as no instrument was returned for analysis. A review of the batch history record could not be performed.